Event description:
It was reported that this patient presented with recurrent graft thrombosis of a left upper arm brachio axillary graft and has undergone angioplasty about every 6 weeks. Following angioplasty, there was a 40% residual stenosis. Therefore, a stent graft was deployed across the venous anastomosis. The stent graft was seated with a balloon catheter. There was an excellent result. There was no residual stenosis and flow was excellent. Approximately, one week post stent graft implant, the graft reclotted. Patient underwent successful thrombectomy with no significant stenotic lesion.

Manufacturer narrative:
The review of the manufacturing records showed that no remarkable incidents occurred. The stent graft remains implanted therefore, not available for evaluation. The event investigation is underway.